Event description:
It was reported that allevyn life dressings were not containing the exudate well and maceration was occurring around the wound bed. They were needing changing too frequently without the change indictor noting any exudate.